Event description:
Device malfunction: deployment actuator froze resulting in partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a carotid stenting procedure, the xact stent was placed at the target lesion and reportedly, the stent deployment actuator was turned and froze resulting in only expanding a portion of the stent. The stent and the stent delivery system were removed as one unit. A second xact stent was used to complete the procedure. The target lesion was described as not tortuous, concentric, de novo and mildly calcified. There were no adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.